Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 21.3 mmol/l (383 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent and bleeding was noted from the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received for investigation fully deployed. Inspection of the soft cannula did not find it bent or kinked; however, it was torn on both the left and right sides. The pod data indicated no struggle to deliver insulin, but the tears prevented fluid from flowing through the complete fluid path. The pod was received with evidence of blood on the adhesive pad, and in both the soft and hard cannulas. Investigation under magnification found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined.